Event description:
An electronic report has been received that reported an incident of a suspected allergic or hypersensitivity reaction with use of this dialyzer. The initial report indicated that the symptoms for the event were abdomen pain, nausea, and vomiting. The facility was contacted for add'l info where it has been learned that the pt also experienced itching and was given a dose of phenergan and diphenhydramine administered IV and the pt was then able to tolerate treatment. The nurse also reported that this pt takes by mouth dose of phenergan prior to treatment. Additionally, it was reported that the pt was new to dialysis and that possibly the nausea and vomiting were related to uremia. The facility reported that they will trial a different brand of dialyzer. There is no sample and the lot is unk.